Event description:
A company representative reported that the patient was experiencing back pain 3.5 months post operatively due to a broken tritanium posterior lumbar cage. It is speculated that there was an early non-union but post-op x-ray confirms that the patient has now fused. No revision surgery is planned to date.

Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that the patient was experiencing back pain 2.5 months post operatively due to a broken tritanium posterior lumbar cage. It is speculated that there was an early non-union but post-op x-ray confirms that the patient has now fused. No revision surgery is planned to date.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.